Event description:
In 10/06, a dr informed kerr corporation that a pt had two (2) restorations loosen after using optibond solo plus self etch adhesive system. The dr replaced the restorations.

Manufacturer narrative:
The lot number involved in this incident is the subject of a voluntary recall currently being conducted by kerr corporation - the materials, optibond solo plus self-etch primer and optibond solo plus, were inadvertently reversed in their respective chambers. In this incident two (2) dental restorations were replaced as a result of compromised bond strength caused by the use of this product. This medical intervention incident is considered MDR reportable.